Event description:
A co rep reported that the pt continues to have issues with air bubbles in his insulin cartridge. The co rep watched the pt fill and change the insulin cartridge and he stated that the pt does not lubricate the cartridge prior to filling with insulin and the pt does not perform a visual check or adjust the piston rod of the infusion device. The pt was educated on the proper procedure. Further attempts to follow up with the pt were unsuccessful. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.